Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue as the device powered up with error code 41768. The cause of the error code was a faulty printed wire assembly (pwa). The pwa was replaced to address this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was showing error 41768, upon start up. The reported error code generally indicates a battery issue, specifically related to the low voltage. This error message suggests that the pump is detecting insufficient battery power, possibly due to weak batteries, a charging issue, or a problem with the battery contacts. There was no patient involvement.